Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to damaged or defective. The lead was replaced and never in service. No adverse patient effects were reported.